Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one photo sample noted one opened (without original packaging), used bard inlay stent. Visual inspection of the one photo sample noted that one end of the stent pigtail was broken off. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient required a ureteral stent after ureteroscopic lithotripsy to eliminate obstructions caused by various benign, malignant, and post traumatic conditions in the ureter. The patient used ureteral stent. Two weeks after the surgery, fluoroscopy revealed that the ureteral stent was placed in the upper left ureter. During the procedure, when the doctor was preparing to remove the stent, it broke off after being pulled out of the body. There was no resistance when removing the stent, indicating that it had broken off inside the patient. The tail end of the stent was broken off and removed using surgical forceps. The subsequent surgery was successful. Medical intervention was reported.

Event description:
It was reported that patient required a ureteral stent after ureteroscopic lithotripsy to eliminate obstructions caused by various benign, malignant, and post-traumatic conditions in the ureter. The patient used ureteral stent. Two weeks after the surgery, fluoroscopy revealed that the ureteral stent was placed in the upper left ureter. During the procedure, when the doctor was preparing to remove the stent, it broke off after being pulled out of the body. There was no resistance when removing the stent, indicating that it had broken off inside the patient. The tail end of the stent was broken off and removed using surgical forceps. The subsequent surgery was successful. Medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.